Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic repair of recurrent umbilical hernia procedure, the mesh was placed in the retrorectus position with the grips down to facilitate a flat mesh. The recurrence inferior to the mesh was subsequently repaired laparoscopically. It was noted that whilst there were no adhesions to the abdominal wall, there was evidence that the mesh grips from the previous repair had protruded into the abdominal cavity as the granulation tissue over them was clearly visible laparoscopically. In order to resolve the issue, recurrent hernia was repaired. No patient injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received: open rives-stoppa repair in (B)(6) 2017 with progrip 15 x 13 cm grips down. Patient had a recurrent hernia inferior to the mesh and in (B)(6) 2017 underwent a laparoscopic repair. The size of the defect was 4cm x 4cm. It was noted at the laparoscopy that the grips had penetrated the abdominal cavity at some point after implant.